Event description:
Report received from USA stating that the device could not detach from the hose. The device was being used during surgery. There was no injury or medical intervention. There was no additional info provided

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).